Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade ii. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a female patient underwent an unspecified procedure with a mentor memorygel breast implant 425cc (r) and an unspecified mentor gel breast implant (l) and experienced bilateral capsular contracture baker grade iii/IV on the right side and baker grade ii on the left side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 400cc, catalog number 3504001bc, 7362183-059, lot number 7362183 (r) and 375cc, catalog number 3503751bc (l) on 6/6/2019. This report is for the left side.